Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation. Impella 2.5 and impella cp circulatory support systems user manual, 0048-9006 rev a, page 11: "advance the catheter through the hemostatic valve into the femoral artery and along the placement guidewire and across the aortic valve using a fixed-wire technique. Follow the catheter under fluoroscopy as it is advanced across the aortic valve, positioning the inlet area of the catheter 3.5 cm below the aortic valve annulus and in the middle of the ventricular chamber, free from the mitral valve chordae. Be careful not to coil the guidewire in the left ventricle."

Event description:
The complainant reported an male patient presenting with acute myocardial infarction and cardiogenic shock for cardiac support with the impella cp pump. Support commenced and ventricular function had improved. Post explant, however, mitral insufficiency was exhibited via a newly formed flail leaflet that was identified. The cause of the flail leaflet was "most probably" due to a chordae rupture. The impella device may have contributed to this condition, but it was not conclusively determined. Note: impella instructions for use provide clear indication on how to avoid chrodal trauma, when placing the impella within the subannular mitral apparatus.